Manufacturer narrative:
On (B)(6) 2019 we were informed that: on the (B)(6) 2019 the surgery was completed at (B)(6) by (B)(6). Femur and tibia (final implants) were inserted into the patient.

Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 151966: (B)(4) items manufactured and released on 22-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Additional implants involved in the event: gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416), lot 179665: (B)(4) items manufactured and released on 06-mar-2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988), lot 175542: (B)(4) items manufactured and released on 12-dec-2017. Expiration date: 2022-11-27. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988), lot 178625: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: infection in cemented tka, 11 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
On april 1st we were alerted of a knee infection, the revision surgery was performed successfully on april 3rd, about 1 year after primary. All hardware were explanted and an antibiotic spacer was put in. The patients was first noted to have an infection at the 4th week post surgery. The first swab results came back as a staph aureus infection. The patient has had multiple surgeries since to wash the knee out and to try to remove the infection.

Manufacturer narrative:
Visual inspection performed by r&d knee manager: revision surgery of a gmk sphere implant one year after primary surgery due to infection. Event is not implant related. No element relevant for the analysis and for the event can be detected by the visual inspection of the explanted components (tibial inlay, tibial tray and femoral component).